Event description:
It was reported that during a gastrectomy when the lever was gripped, the device stopped working. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, one double fed issue was noted, then the subsequent firings fed and formed the remaining 4 clips within manufacturing specifications. The instrument locked out as intended, but the orange indicator did not show up. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.